Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) reported as 'high' on cgm. Elevated bg was addressed via manual injection. Customer was hospitalized for diabetic ketoacidosis and treated intravenously with fluids. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was released from hospital on (B)(6) 2020 with no permanent damage and in stable condition.